Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up medwatch report will report additional, relevant information.

Event description:
This report is filed since the clip delivery system was moving in an unintended direction while in the left atrium. It was reported that this was a mitraclip procedure treating mixed,functional and degenerative mitral regurgitation (mr) grade 4. The clip delivery system (cds) was prepared per instructions for use. Following, the cds was advanced to the left atrium without reported issue. While applying m knob, the cds was unable to be controlled posteriorly. The device was attempted to position posteriorly; however, the cds would move to anteriorly instead, hugging the aortic side. After several steering attempts, the cds was removed without reported issue and a new cds was used in replacement. Two mitraclips were implanted without reported issue, reducing the mr to grade 2. Reportedly, there were no adverse patient effects, and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
Internal file number -(B)(4). Evaluation summary: the reported sleeve steering issue was not confirmed during retuned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. Returned device analysis confirmed that the steerable sleeve functioned as intended and the reported issue could not be confirmed. Additionally, a definitive cause for the observed bend on the mandrel and the scratches on the coupler cannot be determined. It is possible that the bent and scratch was due to multiple troubleshooting maneuvers. In this case, the scratches on the actuator coupler were most likely a result of interaction between the actuator coupler and the inner components and would not have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.